Manufacturer narrative:
The event of "necrosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possibility of necrosis".

Event description:
Patient reported left side exchange with no complaint against the device. Patient later reported "possible necrosis" and "pain". The device remains implanted.